Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillator was part of a system revision due to infection with vegetation on the coil of the lead. Additional information indicates that the patient was admitted due to endocarditis. There were no additional adverse patient effects reported. The defibrillator was explanted.